Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event.

Event description:
Following a successful pulmonary vein isolation (pvi) procedure, the patient woke in recovery with stroke like symptoms. Following the procedure, the patient had loss of speech and motor skills. The patient was then taken in for a CT scan and a calcified thrombus was noted. A mechanical thrombectomy was attempted, but the due to severe calcification, the intervention was unsuccessful. The vessel was attempted to be stented but flow was unable to be reestablished. The patient remains stable with limited functions. There were no performance issues with any abbott devices. A transesophageal echo (tee) was performed prior to the procedure to rule out thrombosis. The patient has no medical history of cvas. The patient was on uninterrupted eliquis prior to the procedure, and no anticoagulation bridging done following the procedure.